Event description:
Rptr indicated that a dell handheld computer was unable to power on. MFR has not rec'd the computer back from the site.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.